Event description:
It was reported that the time on the pump was five hours behind the correct time. A family member noted that he noticed that the pt's blood glucose was lower than usual around dinner time. He reported the blood glucose was 60-70 mg/dl without symptoms of hypoglycemia. The family member stated that three days later, he noticed that the time was incorrect. There was no confirmation of when the time reset had occurred. The family member stated that he corrected the time and has had no further problems with the clock since that time.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.